Manufacturer narrative:
Dob. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted for a workup for suspected outflow graft occlusion. The patient was having low flows when laying down. The patient's pi drops with flows when patient lays down and this happens almost immediately when patient reclines. It was reported that the patient was scheduled to have an echo and a cta has been done with the patient to evaluate further plan of care. There are no updates other than an echo and cta that have been done. The patient was admitted on friday (B)(6) 2018 and weight as of (B)(6) 2018 is (B)(6) kg. Patient symptoms include shortness of breath when lying down. No significant accumulation of fluid. No further information was provided.

Event description:
On (B)(6) 2018 patient discharged vad alarms improving after reprogramming ramp study (B)(6) 2020 thrombus seen in outflow graft. (B)(6) 2018 patient found to be having low flows upon laying down with drops in pi immediately upon reclining. Patient admitted for suspected out flow graft occlusion. Patient denied reading flow 3.9, speed 5200, pi 5.4 power 3.8 no alarms. Hct 43. Vad interrogation sent to abbott. Ramp study done. Speed increased from 5200 to 5300s vad alarms.

Manufacturer narrative:
Section h6: additional code added. Manufacturing evaluation conclusion: the report of suspected outflow graft occlusion could not be confirmed as no product was returned and no images or CT scans were provided for analysis. Although the evaluation of the submitted log files confirmed the report of low flow, a specific cause for the events could not be conclusively determined through this evaluation. Evaluation of the submitted log files revealed intermittent low flow hazard alarms on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. These alarms were associated with the calculated flow reaching values as low as 0.5 lpm, below the low flow threshold of 2.5 lpm. These alarms lasted up to approximately 9 minutes in duration. Baseline calculated flow values appeared to increase after approximately 3:52 pm on (B)(6) 2018, and no further low flow hazard alarms were observed after this time. Despite the observed low flow events, the pump appeared to have functioned as intended throughout the duration of the log files. The heartmate 3 lvas IFU lists possible pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU contains information regarding the recommended anticoagulation therapy and inr range. In addition, this document explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. No further information is available. The manufacturer is closing the file on this event.